Event description:
Patient to have bedside thoracentesis. The needle was inserted and 300 ml of fluid was withdrawn. As the catheter was being withdrawn from the patient to discontinue the procedure, it got stuck. When gently pulled again, only 1/2 of it came from the needle. Thoracic surgeon unable to remove piece at bedside, patient required to go to surgery for video-assisted thoracoscopic surgery (vats) procedure to remove the piece of catheter.